Event description:
It was reported via repair work order that the fowler had phantom motion when the bed was plugged in due to a damaged siderail pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.